Event description:
There was an allegation of a questionable ise indirect gen sodium result for one patient from the cobas pro ise analytical unit. The initial result was 153 mmol/l and the repeat result was 144 mmol/l. The repeat result was confirmed via a blood gas analyzer. Specific results were not provided. The questionable result was reported outside of the laboratory. The repeat result was believed correct. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer found an issue with the nozzle and replaced it. The customer performed calibration and qc that passed. The investigation determined the service actions resolved the issue. H3 other text : na.

Manufacturer narrative:
Section b3, date of event was updated. In MFR report ref #(B)(4), b5 - describe event or problem should have been: "the initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas pro ise analytical unit. The reporter stated that they were seeing high na results on almost all of their patient samples "for the last half hour". The reporter was able to provide one example of a discrepant result: on (B)(6) 2023, sample 1 had an initial sodium result of 154 mmol/l. The reporter reran the patient sample 10x. The results ranged from 142.3-144.1 mmol/l. The field service engineer (fse) inspected the analyzer and found the lock nut upside down. He then reversed the lock nut. The analyzer's performance was verified by calibrations and qcs with acceptable results. The issue was not resolved. On (B)(6) 2023, sample 2 had an initial result of 153 mmol/l. The repeat result was 144 mmol/l. The repeat result was confirmed via a blood gas analyzer. Specific results were not provided. The repeat result was believed correct. The questionable results were reported outside of the laboratory. The electrode lot number and the expiration date were requested but not provided." Instead of: "there was an allegation of a questionable ise indirect gen sodium result for one patient from the cobas pro ise analytical unit. The initial result was 153 mmol/l and the repeat result was 144 mmol/l. The repeat result was confirmed via a blood gas analyzer. Specific results were not provided. The questionable result was reported outside of the laboratory. The repeat result was believed correct. The electrode lot number and expiration date were requested but were not provided."